Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements in all vectors. Boston scientific technical services recommended additional testing and x-ray and discussed a likely rv lead coil issue. A chest x-ray was taken, however there were no findings noted. The ICD was programmed off and the patient was given a lifevest. A revision procedure was scheduled, however at this time the ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure took place and this rv lead was partially explanted. During extraction, the distal coil unwound and part of the distal coil as left in the patient's right ventricle. The ICD was also explanted and replaced. No additional adverse patient effects were reported.